Event description:
Tonight, my step daughter installed a malem alarm before bed as she has been in the last 2 weeks. As soon as she clipped it on and inserted the sensor, the alarm made a hissing sound and grey matter came out of the alarm. The back battery melted in a few minutes. Her chest has been burnt and she was taken to the hospital emergency room.